Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using three prostyle devices after an aortic thrombus interventional procedure with an 8f sheath. Reportedly, the devices were successfully flushed; however, there was no flow from the marker lumen due to patient's obesity. This occurred with the first and second prostyle devices. For the third prostyle device, it pushed in deep to get flow from marker lumen. During step 4, the device was unable to be removed from the anatomy. An angiogram showed that the sheath was bent at 90 degrees. A surgical cutdown was performed to remove the device. During removal, it was noted that the suture and formed knot were still attached to the o-ring. Surgery was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The malposition of device and the bent sheath were confirmed. Entrapment is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the sheath was bend was likely caused by excess mass which changed the orientation of the device to the vessel trajectory. It is also possible the device, despite pushing deeper, was still not in the vessel enough to capture vessel resulting in the knot coming out fully formed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.